Event description:
It was reported, during the implant procedure, the lead (B) (4) measured greater than 4000 ohms after implant and manipulation in the pocket. Apparent fracture also reported. The lead was not used. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4) the full lead was returned and analyzed. Blood was present on the helix mechanism. Electrical testing to determine continuity of the conductor(s) passed. Primary analysis findings: no anomalies found.